Manufacturer narrative:
D4. Unique identifier (UDI) not available. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-oct-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the onsite security attack was reported. A technical support specialist (tss) reviewed the logs and identified a response time of 30,326 milliseconds. A port test was performed on the device with the same results. The findings were shared with the customer information technology (it) team with a request to open the required ports. At the time of closure, no changes had been made by customer it. Tss proceeded to close the case, and the customer acknowledged that a new case would be opened after it completed the required changes. The technical support specialist investigated the issue.

Event description:
It was reported that when using the bd pyxis¿ es server, user login delays were reported, causing timeouts when pyxis attempted to communicate with the domain controller. However, there were no delay to patient care and adverse events or injuries reported based on this incident.